Event description:
The customer stated that the insulin pump had a blank display. The customer inserted a new battery and the insulin pump alarmed battery out limit. Troubleshooting was performed and the blank display anomaly continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. Unable to verify any alarms due to the blank display.